Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. Reportedly, the customer visited the emergency room and was admitted to the intensive care unit "3 times in the last 2 years". However, specific dates were not provided and the customer declined to provide any additional information. Reportedly, the customer reverted to an alternate method of insulin delivery.